Manufacturer narrative:
The insulin pump was received with no button error alarm, no button response due to flattened button keypad dome. J2 button keypad connector was found closed properly during visual inspection. Unable to verify vibrate or bolus stop anomaly due to keypad anomaly. Unable to perform functional test due to keypad anomaly. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery. Customer's blood glucose value was 6.5 mmol/l at the time of the incident. Customer will return device for analysis.